Manufacturer narrative:
Reported event of helix stretch was confirmed. Reported event of failure to advance was not confirmed. Visual inspection of the device found the helix to be out of specification. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician met resistance trying to advance the leadless device through the introducer. While pulling the device out of the patient's body, its helix was sprung. The device was not used, and a new one was implanted. The patient was stable.